Manufacturer narrative:
Concomitant medical products: fr995-23 tv, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a lead impedance warning for high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.